Event description:
After having a child and breastfeeding the rptr got engorged. The rptr used the breast pump to pump off excess milk after baby finished nursing. While using the pump rptr contracted mastitis. When speaking to a specialist and the dr, the pt found that the pump the rptr was using did not pump evenly and therefore left stagnant milk in the ducts, and also causing a multitude of problems for breasts. Because of the stagnant milk and because some ducts were not being emptied at all rptr contracted the mastitis. The pump also caused swollen nipples, tenderness, cracked nipples, and they also bled. Rptr ran a temp and had a lot of pain in breast.